Event description:
When trying to place a 6 french foley catheter, the wire within the foley had torn through the side of the catheter. Therefore the wire exposed while trying to place the foley into the patient.what was the original intended procedure?insertion.